Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly. Physio then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that upon powering their device on, it had a white display. A white display is indicative of a device lockup condition that could prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly where the reported issue was verified. Physio determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u8. When ic chip u8 was heated, the display would go blank and the buttons on the device became inoperable.